Event description:
The hcp reported a pump volume discrepancy. The expected reservoir volume (erv) ws 11.2 ml, but the actual reservoir volume (arv) was 4.0ml. The hcp stated there were no issues at the previous refill appointment. The hcp reported the pump is scheduled to be replaced next month. The manufacturer requested the telemetry strips to assess the event. No pt symptoms or outcomes were provided. The drug contained in the patient's pump is unknown. Additional info has been requested, but was not available at the time of this report.